Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope's screen was flickering. The malfunction occurred during a diagnostic bronchoscopy procedure. There were no reports of patient harm, no delay, and the intended procedure was able to be completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected: b3. Updated: d8 and h3. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 09/09/2025.

Event description:
No additional information received from the customer.